Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician inserted the right ventricular (rv) lead into the connector and tightened the setscrew without having pushed the connector until the end, therefore the lead detached from the device. After a couple of attempts to reinsert, the physician realized that the connector did not reach the end, because the setscrew was still not fully tightened. The physician attempted to unscrew the setscrew using several screwdrivers, but was unsuccessful, resulting in a screwdriver breaking and remaining attached to the setscrew. The physician elected to remove and implant a new device to complete the operation. No patient complications have been reported as a result of this event.